Event description:
A malfunction alarm was reported with a code labeled malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, and a follow-up call was planned to confirm that the malfunction did not reappear. Upon follow-up malfunction code did not reoccur. Customer may continue to use the pump.